Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress all information reasonably known as of 27 june 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
Blade doesn't light up.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress all information reasonably known as of 27 june 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint of "blade doesn't light up" regarding part s01-1023.c was not confirmed. The root cause was determined an issue with soldering. A risk assessment was performed, and the ultimate risk was determined to be low which does not require escalation to the CAPA review board. There have been 26 other complaints regarding the same part and a similar issue within the 24 months preceding this reported event. Complaints will continue to be monitored for possible trends. Performed risk assessment with RMA-20002e rev.3. The complaint most closely aligns with risk ID r22 with a potential cause of hazard being "light source not functional (during use)". Severity = 8/10, likelihood of occurrence = 2/10, rate of occurrence = 2/10. Per table ref-20001-c1 rev2, these levels indicate low risk. The calculated rate of occurrence is greater than the likelihood of occurrence stated in the risk analysis.

Event description:
Blade doesn't light up.